Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/16/2019. The manufacturer's technical services (ts) confirmed the reported issue through remote troubleshooting. The customer was provided the part number for the speaker assy. The customer replaced the speaker to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported error primary alarm failed. The device was not in use at the time of the reported event; therefore, there was no patient involvement.